Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that they had a high blood glucose level of 500 mg/dl. The customer initially called in because of air bubbles in the reservoir. He then noted having a high blood glucose level, which he treated with a manual injection. The customer believed the air bubbles attributed to the high blood glucose. Troubleshooting was offered but the customer declined.